Event description:
It was reported that the outlet connection was missing. Needs new connection piece. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. D4: complete UDI: (B)(4). One device was received. Per visual inspection, damaged (cracked) CPAP, relief alarm pressure, peep and oxygen percent knobs and battery cover. Patient outlet connector was missing. The complaint was verified by visual inspection, the patient outlet connector was missing. The root cause was customer induced improper use of the device. Replaced all preventative maintenance (pm) kit (sintered filter, retaining o-ring, fitting o-ring, knob caps small, small knobs, 3.6v lithium battery, battery cover) and installed a new patient outlet connector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.